Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that customer experienced ketoacidosis requiring a 6 day hospitalization due to air bubbles in the insulin cartridge and infusion set.